Event description:
A customer reported that following intraocular lens (iol) implant surgery, a patient experienced "discomfort" with distance vision and "nonexistent" near vision. Attempts have been made to obtain additional info with no response to date.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional info with no response to date. (B)(4).